Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to bur bearing complete failure. Replaced turbine. Replaced water hoses and water valve.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.